Manufacturer narrative:
Power error detected alarm due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 150 mg/dl. The troubleshooting steps were provided for the power error detected alarm. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised the process should resolve the power error detected condition and advised to monitor the insulin pump and call back if the error recurs. The insulin pump will be returned for analysis.